Manufacturer narrative:
The data card logs were reviewed but service was unable to complete this log file evaluation because there was no data in any of the log files that were uploaded. The treatment tip was not returned for evaluation. No other products were returned for evaluation. Based on the available information, no causal factors can be determined and no conclusion can be drawn. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Burns are all known possible adverse patient reactions to thermage treatment. Thermage technical user''s manual (p009240-06 rev. A) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. The treatment tip was not returned for evaluation. No other products were returned for evaluation. Base on the available information, no causal factors can be determined and no conclusion can be drawn. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The product has been discarded and the investigation is underway.

Event description:
A user facility reported a burn the day after a thermage procedure. A picture of the patient's face was reviewed and showed multiple crusted lesions on the face including cheek, jaw, and chin. The patient was given polysporin and the current condition is noted as hyperpigmented scarring. No other symptoms or treatments were performed in the same area with in the last 30 days. Solta medical croygen and coupling fluid were used during this treatment- approximately 1 bottle. The treatment tip surface was inspected prior to use, as well as multiple times during the procedure with no imperfections noted.